Manufacturer narrative:
The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Correction on device code.

Event description:
Additional information received indicates that the ipg became inoperable due to patient stopped charging the ipg.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient lost therapy around (B)(6) 2019 due to ipg being inoperable. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was restored post operatively.